Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd maxplus¿ needleless connectors experienced blood backflow during infusion. The following information was provided by the initial reporter: under the condition of non-infusion, blood backflow occurs during indwelling, and it is suspected that the sealing is not tight.

Event description:
It was reported that an unspecified number of bd maxplus¿ needleless connectors experienced blood backflow during infusion. The following information was provided by the initial reporter: under the condition of non-infusion, blood backflow occurs during indwelling, and it is suspected that the sealing is not tight.

Manufacturer narrative:
H6: investigation summary a mp1000-c china product was not available for investigation; furthermore the lot number was not available to assist the investigation in this instance. The feedback provided by the customer indicates backflow of blood was detected during infusion. As part of the feedback, the customer provided a photograph of their experience; analysis of the photograph confirmed the customer's experience with blood present throughout the maxplus device, and in the tubing below it. However, it was not possible to identify any damage or manufacturing issues which could have caused or contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported backflow. Please note as stated in the directions for use of the maxplus valve "flush the maxplus connector after each use with normal saline or in accordance with facility protocol." "Failure to properly prime the device can result in reflux.".